Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power manager board to lab use only (luo) testing equipment. With the main switch off and the luo fixture plugged into alternating current (ac) power, the setup did not power on unexpectedly. The fixture was then powered on to charge the batteries and once the batteries were charged the fixture was shut down and the main breaker was switched off. After waiting hours, again, no unexpected powerups occurred. There were no issues or unexpected powerups observed during the evaluation.

Manufacturer narrative:
The field service representative (fsr) checked upon arrival that the unit was switched off and everything visually looked correct. The power tray was removed, and the wiring was checked. The fsr also checked the power switch and the solid state relay. The power manager board was replaced. The fsr performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the power switch on the heart lung machine (hlm) was turned off, but the unit appeared to be on and the pumps were on. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.